Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation,lung disease, reduce cardiopulmonary reserve, congestive heart failure. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, lung disease, reduce cardiopulmonary reserve, congestive heart failure. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box b: adverse event/product problem as both and outcomes attributed to ae as other. In box d: reporting institution name is updated. In box g: report source - other and 510k are updated. In box h: patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated. In previous report skin irritation/inflammation is incorrectly coded in patient outcome code grid. It is not alleged by patient, and it is corrected as blank.